Event description:
Additional information received confirmed that the right-atrial (ra) lead dislodgement was confirmed via fluoroscopy imaging.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
The reported events were dislodgment and inadequate capture. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the helix bent, damaged, and clogged with blood / tissue. The helix mechanism test could not be performed due to the helix damaged as received. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages noted are consistent with procedural damage.

Event description:
It was reported that the patient presented in-clinic for a right-atrial (ra) lead repositioning procedure as it was noted that the ra lead exhibited high capture threshold due to suspected micro-dislodgement. As a resolution the ra lead was explanted and replaced. During the replacement procedure the right-ventricular (rv) lead had dislodged. The rv lead was explanted and replaced as well. There were no patient consequences.